Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for chronic low left ventricular (lv) tip to right ventricular (rv) coil lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.